Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for eight (8) patients involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reanalyzed the first patient's sample (designated patient 1) on the same unicel dxi 800 access immunoassay system and on the laboratory's alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained lower results within the same clinical category. The customer reanalyzed the other seven (7) patients (designated patient 2 through patient 8) on the alternate unicel dxi 800 access immunoassay system and obtained lower results either within the same clinical category or within the assay's normal reference range. The initial elevated access accutni+3 results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Qc (quality control), calibration and system check information was not submitted for review. The customer did not supply sample collection and processing information for review. Service was requested by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
The customer did not provide the patients' age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse performed a high sensitivity system check to verify performance. The system check failed. Upon visual inspection the fse noted that aspirate probe #1 was not performing as expected. The cassette and rollers were cleaned and the fse noted that the peristaltic pump tubing for aspirate probe #1 was flattened. The fse replaced the peristaltic pump tubing, reran the system check and analyzed assay qc (quality contol). All verification testing passed within published performance specifications. In conclusion, the peristaltic pump tubing is the cause of the event as it was leading to poor washing of the patients' samples.